Event description:
Customer states plasma separator becoming loose from the tube on their green tops.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.